Event description:
Ous MDR - after an implantation time of about 33 months, it was reported that the ICD could no longer be interrogated. Interference signals on the rv lead had been previously observed via homemonitoring. No deterioration of the pt's state of health was reported. ICD was explanted

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The ICD had been implanted for a period of 38 months. The ICD first underwent a status interrogation, during which the clinical observation was confirmed, the device could not be interrogated. Next, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. The damage to the module then resulted in a permanently increased current uptake and, consequently, in a discharge of the battery and the resulting lack of interrogation capability of the ICD. Sparkover traces or short-circuits, which could be related to the clinical observation, were not present either inside the ICD or in the connection system. The low-ohmic shock path clearly resulted from an external short-circuit. The manufacturing process of the lead and the ICD were reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. Summary and conclusion: during a shock delivery, a sparkover occurred between the lead and the ICD housing. This conclusion is gained from the damage manifestation of the damage final shock stage. There were no indications of material defects or manufacturing errors for either the lead or the ICD.